Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), (B)(4).

Event description:
It was reported that the patient¿s pump reservoir became empty (B)(6) 2011. Approximately 4 months later it was reported that the patient was ¿kind of half comatose so they think he's in pain¿. Alarms had not been noted and it was ¿assumed the alarms had been silenced¿. It was reported approximately 1 month later the hcp was in the process of weaning the patient from the pump by decreasing dosage due to ¿alcohol and other problems¿. The patient experienced increased pain but no withdrawal symptoms. The device system was used to deliver hydromorphone and bupivacaine.